Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was beeping without a message on screen. It was suggested to change the alert type to vibrate but customer declined. The insulin pump passed the self-test. Blood glucose value is unknown. The customer also reported that the screen is scratched which makes it difficult to see the display. Customer was advised to monitor the insulin pump and a replacement would be sent. Device would not be returned for analysis.